Event description:
It was reported that the burr was stuck in lesion.the 90% stenosed target lesion was located in the moderately tortuous and severely calcified middle left anterior descending artery. A 1.50mm rotapro was selected for use. During the procedure, it was noted that the burr got stuck in lesion. The device was removed by using the guide catheter. The procedure was completed with another of the same device. There were no patient complications reported post procedure.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).